Event description:
A 29-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure was informed that the patient had temporarily discontinued optune gio therapy approximately three weeks earlier due to a staphylococcal infection on the scalp, which required surgical intervention. As of (B)(6) 2026, the patient remained off therapy and continued to have sutures in place. Review of the available medical records indicated that the patient had experienced a surgical wound infection caused by staphylococcus aureus prior to the initiation of optune gio therapy on (B)(6) 2024. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays placement to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On february 26, 2026, novocure received additional information from the patient that she had resumed optune gio therapy following an infection at the surgical site. It was noted that the patient was not using the device at the time the infection developed. Novocure was provided with a photo showing a healing surgical resection site located on the top of the head with mild erythema, one escharred lesion, and a suture remnant. On march 09, 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient's craniotomy incision became infected, which required incision debridement in (B)(6) 2026 and administration of unspecified antibiotics. The patient had sutures removed three weeks prior to the appointment and was advised resuming optune gio therapy. Novocure medical opinion is that the contribution of the transducer array placement to the wound infection cannot be ruled out. Postoperative wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).